Event description:
This customer obtained a lower than expected vitros glu quality control result (level 3 < 10.0 mg/dl vs. An expected result of 353.0 mg/dl) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. Lower than expected vitros patient results for multiple assays were affected, but did not exceed reporting criteria. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros glu quality control result was obtained while using the vitros 5,1 fs analyzer. An ocd field engineer performed service actions to the incubator subsystem. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the root cause of this event was an instrument related issue. There is no evidence that the vitros glu slides malfunctioned.